Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered repeated 32056 errors at power up. They tried power cycling the system with no change. Customer stated that they had a message to disable arm 4, but they need all 4 arms. Then, customer did a power cycle and an emergency power off (epo) at the patient side cart (psc). After powering the system back on, the issue still persists. Customer was able to disable arm 4. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis the ¿32056¿ error was found. The usm was installed onto a golden system where the no error was triggered. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where ¿usm agc current test¿ was found to be failing on the ¿degrees of freedom (dof) 2¿. Once testing was completed, the ¿yaw searchlight¿ was further inspected and was verified to be the source of the fault.